Event description:
This lead was explanted due to loss of capture and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection demonstrated deformations of the inner conductor coil close to the is-1 connector pin. The subsequent analysis indicated that these deformations were caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Further analysis revealed coagulated blood along the inner coil of the lead causing the inability to advance a stylet properly. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. In addition deformations of the conductor cables to the rv and svc shock coil proximal to the yoke were observed. These deformations occurred most likely due to tensile forces applied during the explantation procedure and led to a fracture of the conductor cables in the region between the is-1 connector and the yoke. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the explantation procedure while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.